Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after discharge a popping noise was heard and the pads were removed and noted a burn on the patient's left torso. The degree of burn was not provided.